Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air water-cylinder has foreign objects air water-tube has foreign objects jet-tube has foreign objects, adhesive on a-rubber has foreign objects and due to clogging of jet-tube in control unit, water cannot be supplied. There was no patient involvement.